Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.